Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, d9, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Getinge field service engineer was dispatched to evaluate the unit. The fse was able to narrow the failure to the specification assembly, lcd (0160-00-0123), assy, display top (0160-00-0127) and replaced the parts. The unit underwent functional and safety tests to ensure the function of the device. The unit passed and returned to normal use.the following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 24 nov 2025. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0160-00-0123 assembly lcd serial number (B)(6). Part number 0160-00-0127 assy, display top serial number n/a. Part number 0334-00-1809 label, upper inside badge serial number n/a. Part number 0334-00-1810-01 label ID serial number n/a. Please note: labels were sent back for unknown reason. These parts were received with a reported unit failure of; screen has a dead pixel. The failure analysis and testing dept. Performed a visual inspection and found the displays to be in good condition. The failure analysis and testing dept. Installed part number 0160-00-0123 assembly lcd serial number (B)(6) and part number 0160-00-0127 assy, display top serial number n/a into the cardiosave test fixture serial number (B)(6) and tested the displays to factory specifications per procedure number (B)(4) revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Observed one dead pixel right above the help button on part number 0160-00-0123. Part number part number 0160-00-0127 assy, display top serial number n/a passed testing. No dead pixels were observed on this display. The display passed testing. Retaining the displays in the fat d per procedure number (B)(4).

Event description:
It was reported by the field service engineer (fse) that during check-up of new unit cardiosave intra-aortic balloon pump (iabp) had dead pixel. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1, initial reporter full name: (B)(6).